Manufacturer narrative:
The tip breaking condition (ceramic) was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: non-conforming component. According to the device history record review, the lot was manufactured according to specifications. Poor assembly process. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history, using a console # (B)(4), at least 19 times (14 plus the first five), for a minimum of 178 seconds for cutting tissue at a power level of 9 (power setting range is 0-11), which indicates that the unit was assembled properly and was operational before the condition was observed. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device had allegedly fallen off during the procedure. The tip did not fall into the patient and all the pieces were accounted for.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device had allegedly fallen off during the procedure. The tip did not fall into the patient and all the pieces were accounted for.